Event description:
It was reported via repair work order that thefootboard was not functioning consistently due to the ribbon cable being detached. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.